Event description:
A customer contacted baxter's technical service center reporting the home patient (hp)'s transfer set was leaking during therapy on a home choice (hc) and the peritoneal dialysis nurse (pdn) wanted her to come in so she needed to end therapy on the cycler. The hp was going to clinic about the transfer set. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2013 regarding the leak with the transfer set. Per the pdn, the home patient (hp) came into the clinic and the transfer set was changed out. The old transfer set was discarded. The pdn stated she was not sure how long the hp had the transfer set on, but that the clinic is good about changing out every 6 months. The pdn stated the transfer set was leaking due to a hole and this was likely due to wear. The hp was given antibiotics as a precaution and resumed therapy on the cycler. There was patient involvement. No further information was given.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. The assignable cause is undetermined.